Manufacturer narrative:
Records indicate that the implant met the specifications and were approved for product release. Ace surgical has not been issued the failed implant. Physical analysis cannot be performed. The reported event has been determined to be a post-load implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or the lack of osseointegration. Proper intended use of the implant is described in its instructions for use.

Event description:
The doctor stated that after placement of a bridge of three elements, it was observed movement prosthesis and the implant was removed. Mobility and pain were also reported. Bone quality at time of failure was type I.